Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the customer was unable to retrieve stored images from the hard drive and the system had a loss of data. There was no patient injury or death reported.